Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2001 - repair of large incisional hernia with bard flat mesh. Pt's abdominal wall noted to be extremely attenuated secondary to multiple surgeries.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt's attorney alleges that the mesh was explanted. However, the medical records do not include an operative report for an explant procedure, nor do they indicate that a device failure has occurred. We have contacted the initial reporter to obtain add'l info and to have the mesh returned for eval. This MDR includes all pt event and device info davol has received to date. Without add'l info, no conclusion can be drawn.